Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that she had a couple of low blood glucose events where the threshold suspend did not trigger because the sensor was reading higher. One time the sensor was reading 213 and she woke up in middle of night and her blood glucose was 36 mg/dl and had to suspend the insulin pump and treated with food. Her blood glucose was already in the 90 mg/dl range by the time it alarmed threshold suspend. The other time she started feeling strange and found her blood glucose was 59 mg/dl while the sensor read 118 mg/dl. Customer stated the site was hurting, she was advised to remove the sensor.